Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was not returned for additional evaluation. Therefore, the event could not be confirmed, and the cause remains unknown.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical tests did not find any indication of internal shorts. Visual inspection and and x-ray examination of the lead did not find any conductor fractures or other anomalies with the exception of procedural damage. The reported event of loss of capture could not be confirmed.

Event description:
It was reported the asymptomatic patient presented for implant of the right ventricular lead. During procedure, it was observed the lead was not pacing. A replacement lead was used to complete the procedure. Patient was stable.